Manufacturer narrative:
Investigation results: the customer reported leakage, and returned one used sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and then the leak was found from the blue piston in the smart site above the pump segment. The piston was examined under a microscope and a cut or slice was confirmed. The complaint of leakage from component damage is verified. No lot number was provided; however, it was possible to perform the traceability of the potential lots with the smartsite components within the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: doctor noted there was leaking from the IV and there was a puddle on the floor. Injuries or adverse event: no. Item: 2426-0007. Quantity affected: 1 each.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction. Customer confirmed that the reported material # is actually 2420-0007.

Event description:
Additional information received from the customer: we noticed a discrepancy between the reported material and the sample returned. The report lists material 2426-0007, while the sample provided is 2420-0007. Could you please confirm whether the issue you experienced was actually on material 2420-0007? The item that was shipped is correct, which was 2420-0007 (despite the form listing 2426-0007). I believe that is a quirk of how our hospital system works internally.